Event description:
After an implantation time of approximately 16 months, oversensing was reported. The lead was explanted. The date of implant was not provided.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 13 cm distal of the connector pin as well as fraying of the coating of the rope conductor to the ring electrode at the same spot was discovered. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical stress on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The analysis did not find a mfg error or material defect at the lead.